Event description:
It was reported that the right atrial (ra) lead had high impedance, was 'not sensing properly,' and was apparently fractured. The patient experienced dizziness and their underlying rhythm was atrial fibrillation. The ra lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants continued: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).